Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/4/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1.please provide lot number. 2. Any photo of the damage device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2024 and suture was used. During a c-section it was noted by the scrub tech prior to use on the patient that the tip of the needle looked/felt wrong and was possibly broken off. An x-ray was done just to be sure there were no fragments in the patient and none were found. Another suture strand was used to continue with the procedure. There were no adverse consequences for the patient. Additional information was requested.